Manufacturer narrative:
(B)(4) date sent: 9/17/2024 d4: batch # 639c29. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(4) device was returned with no visual non-conformance's and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 639c29, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information has been received: 1. Please provide more details for " the bull knife blade wasn't fully retracted"? It seemed as though the sled that pushes the cartridge was not fully retracted, making it unable to accept a new reload cartridge. 2. Did the knife was exposed? No, the knife blade was not still exposed as far as I can tell. 3. Please provide a picture (if available) no photo available, but I am sending the device back. I did look at it, and it seemed like the sled was about 1cm forward and wouldn't go back further.

Event description:
It was reported that during a bowel resection, they fired the stapler, five fires successfully, on the sixth fire they were unable to reload the staples, the bull knife blade wasn't fully retracted. Tried troubleshooting, but was still unable to get a new load in there. Opened another stapler to complete case. No patient harm.